Event description:
Saf-t device holder substitute. Hub breaks off when drawing blood causing line to be open to air blood leaking out of line. Infection risk and exposure risk. This has happened on multiple patients.